Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not responded.

Event description:
Consumer is alleging that she was burned by a heating pad.